Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received indicating: the access site was the left common femoral artery. The name of the physician was not provided, therefore, it is not known if the physician is trained in the use of the starclose device. No additional information was provided.

Event description:
User facility medwatch number (B)(4). Event desc: starclose was deployed to femoral artery but did not close arteriotomy. Pressure was held for 15 minutes. What was the original intended procedure? Left cardiac catheterization, possible pci(percutaneous coronary intervention). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: (e .g. Broke, couldn't stopped working).

Manufacturer narrative:
(B)(4). Patient weight - exact weight reported was (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.